Event description:
The customer reported that about an hr into an infusion, the pump alarmed for "channel error". The pump door was opened and the tubing was found to have an aneurysm at the upper pumping segment. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). The customer's report of a balloon in the silicone segment was confirmed upon visual inspection of the set and replicated during pressure testing. The pressure test produced a balloon within the silicone segment at 20 psi; the specification is (B)(4). The silicone segment was likely weakened during customer use. The root cause could not be fully identified. Past investigations determined ballooning has occurred when an IV push is executed below the pump when the tubing above the IV push site was not clamped off. This can cause unwanted pressure to go up into the silicone segment and cause a balloon in the tubing.